Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilation, the residual stenosis was 90%. A 3.00 x 32mm synergy xd drug-eluting stent was used for treatment. However, the stent strut was lifted during insertion. The procedure was completed with a different device. No patient complications were reported.